Manufacturer narrative:
The field service engineer (fse) found that the water supply tubing in the black water tank was bent and repaired it. The fse performed an air purge, a system reagent prime, sipper cleaning maintenance, and an instrument check. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys troponin t assay and elecsys probnp ii immunoassay results for 22 patient samples on a cobas e 801 analytical unit. The doctor questioned the initial results which prompted the customer to repeat the samples. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.